Manufacturer narrative:
H10 h3, h6: the device was used in treatment and it was reported that there was a difficulty attaching long attachment to drill and the drill overheated during cutting. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. The surgical system user's manual released at the time of the complaint provides instructions for proper assembly and use of the surgical drill. We could confirm there was a relationship established between the reported event and the device. The device was returned for investigation. While attaching the long attachment to the drill it was noticed that the drill collar has more resistance when depressing and locking down to accept bur and long attachment. The resistance is of a gritty/grinding nature, leading to the assumption that part of the locking mechanism is broken or loose. During the drill test the drill made abnormal sounds (louder and screeching), did not spin to 80,000 rpm (max around 68,000), and became warm to the touch after only seconds of actuating. All of the above results are indicative of a broken locking mechanism (as seen from previous returned drills). The broken locking mechanism has been attributed to excessive cutting forces in previous reports from anspach. The malfunction is most probably due to a user error.

Event description:
It was reported that during set up, the scrub tech had difficulty attaching the long attachment and the drill. She eventually was able to get it, but during the surgery the drill got very hot during burring.